Manufacturer narrative:
A review of the complaint history record was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. A review of the device history record showed the device had a manufacture date of 05/15/2012. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.

Event description:
It was reported that the device was affected by the issue ¿interruption of communication or power between pc unit and modules¿ and ¿apparent damage or corrosion to the iui connector¿. There was no reported patient involvement.

Manufacturer narrative:
The reported issue that the lvp module interruption of communication/power - iui corrosion could not be confirmed and the root cause could not be identified; no product or device logs were returned for investigation. A review of the device history record showed the device had a manufacture date of 05/15/2012. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that the device was affected by the issue ¿interruption of communication or power between pc unit and modules¿ and ¿apparent damage or corrosion to the iui connector¿. There was no reported patient involvement.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the device was affected by the issue ¿interruption of communication or power between pc unit and modules¿ and ¿apparent damage or corrosion to the iui connector¿. There was no reported patient involvement.